Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl). Customer consumed sugar water and went to the hospital for treatment. While in the hospital, customer was treated with sugar water and glucose tablets. Customer was released from the hospital on (B)(6) 2016.